Manufacturer narrative:
The radio frequency controller was returned for evaluation. The controller passed all functional testing. Complaint not verified. This observation will be monitored and trended.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date and model number is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, 30 seconds into the ablation the radio frequency controller alarmed saying that the procedure was not complete. The controller was shut off and the first device was removed. A second device was inserted but failed cavity integrity assessment. The physician then viewed the cavity via hysteroscope and saw a uterine perforation. No additional details available.